Event description:
O2 tubing connected to psi takeoff valve located on the side of cylinder rather than the nipple, for the administration of oxygen to the ambu-bag via o2 tubing. Diagnosis or reason for use: oxygen delivery.